Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported deployment difficulties could not be confirmed. The deployment system was found to have been fully activated upon sample receipt and the stent was found to be released. No deformation leading to or resulting from a difficult deployment could be identified. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. As reported, resistance was felt during deployment. This kind of event may be associated with a difficult vessel anatomy or a challenging stent placement site leading to high friction during the attempt to release the stent. As reported, the lesion had been pre-dilated. The device was used for treatment of an a/v graft stenosis in the axiliary artery which may be another contributing factor to the reported event. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." And "do not hold the delivery system catheter during stent deployment." The reported application represents an off-label use of the device. As per IFU, the product is indicated for the treatment of iliac occlusive disease in patients with symptomatic vascular disease of the common and/or external iliac arteries.

Event description:
It was reported that during a stenting procedure for treatment of a pre-dilated upper axillary a/v graft stenosis, it was difficult to deploy the stent. During the attempt to retract the y adapter resistance was experienced; however, the stent could be deployed successfully at the target site without further issues. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stenting procedure for treatment of a pre-dilated upper axillary a/v graft stenosis, it was difficult to deploy the stent. During the attempt to retract the y adapter resistance was experienced; however, the stent could be deployed successfully at the target site without further issues. There was no reported patient injury.